Manufacturer narrative:
An event of new left bundle branch block and pacemaker implantation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported left bundle branch block could not be conclusively determined but could be related to the pre-dilatation or the implant depth of the device. There is no indication of a product quality issue with regards to manufacture design or labeling. Please note per the instructions for use, " to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm, and b) limit manipulations across the lvot"na

Event description:
Crd_1003 - vantage. Eu0748 - 763 (r803808501, r806714101) it was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. During the procedure, after pre-dilatation the patient showed left bundle branch block and continued at the end of procedure. The final implant depth was 7.7mm. On (B)(6) 2023, it was reported that the patient had a dual chamber pacemaker implanted due to heart block. The patient is stable